Event description:
It was reported by a physician's office that a vns pt had been hospitalized due to mania and psychosis. The pt was reportedly "hearing god through the vns", and he was high and euphoric. The patient's device was disabled at this time. A search of the MFR's programming and diagnostic history for the patient's generator did not yield any info. Good faith attempts to gain more info have been unsuccessful to date.